Event description:
It was reported that the patient felt ill and saw his doctor. No telemetry was noted. Also, there was no pacing artifact while 85ppm pacing, with intermittent loss of capture when magnet applied. The device was explanted, returned, and subsequently tested out of specification during manufacturer's analysis. No further patient complications were reported as a result of this event.